Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump depletes faster than expected. In addition, it was reported that ongoing occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue. Customer's blood glucose level was high, value was not provided. Customer delivered a bolus to address the high bg. Customer continued using the pump for insulin therapy.